Manufacturer narrative:
After an analysis of the clinical evidence provided and the report, it was possible to confirm the alleged event. The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The cause of this event is multifactorial, and we cannot conclude that the reported event was caused by the manufacturing process and/or the product itself. A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. As stated in the literature: capsular contracture produces asymmetry between both breasts either in bilateral (when the degree of affectation is different) or unilateral cases. The patient may present discomfort in the contracting breasts, such as coldness and pain. (F. J. Escudero et al., 2005). Capsular contracture occurs approximately five times more frequently with smooth surface implants compared with textured surface implants. (Barnsley, et al. 2006). Establishment labs will continue monitoring for similar complaints/trends as part of the post market surveillance process.

Manufacturer narrative:
A review of the device history record has been completed.no deviations or non-conformances noted.further information from the reporter regarding event has been requested.no additional information is available at this time.reason for complaint: capsular contracture grade iii and rippling.

Event description:
Allegedly, the patient is feels hardness of the left breast, visible rippling, discomfort and shape distortion on her left breast. No explantation surgery has been scheduled yet.(italy).